Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a separation of filter and catheter was found on the 0.14 180 cm angioguard rx emboli capture guidewire system during the preparation step. The device was not used in the patient. There was no reported patient injury. The device was stored as per labeling. The device lot number was requested; however, not provided. The device was discarded at site.

Manufacturer narrative:
As reported, a separation of filter and catheter was found on the 0.14 180 cm angioguard rx emboli capture guidewire system during the preparation step. The device was not used in the patient. There was no reported patient injury. The device was stored as per labeling. Additional information was requested; including but not limited to device lot number; however, not provided. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. The reported event of ¿filter basket separated¿ could not be evaluated since the device was not returned for evaluation. With the limited information provided, without the return of the device, and with no procedural films, the cause of the reported event could not be determined. It is possible that factors related to the procedure, handling, and/or patient anatomy contributed to the reported event. Users should inspect for any signs of damage prior to and during use. Any product with damage should not be used. Based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
Additional information was requested; including but not limited to device lot number; however, not provided. The device was discarded at site.